Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of ongoing qc issues on the cobas b 221 instrument. The customer then received discrepant low results for 1 patient tested for thb. The initial thb result was 3.06 g/dl. The same sample tube was repeated on the instrument with a result of 12.78 g/dl. There was no allegation that an adverse event occurred. The thb cartridge lot number and expiration date were not provided. The customer performed a hemolysis test and everything was fine. The customer has run qc from 07-feb-2019 through 11-feb-2019 and the results have been ok. The customer has not had any additional patients with low thb results.

Manufacturer narrative:
Calibration and qc from the day of the event were acceptable. During a review of the log files for the instrument, the repeat result for the patient was 12.76 g/dl and not 12.78 g/dl as originally stated. During a review of the log files for the instrument, discrepant thb results were identified for a 2nd patient tested on (B)(6) 2019. The initial result was 3.75 g/dl and the repeat result was 12.58 g/dl. Based on the data provided, the investigation determined the event was due to an issue with the fluidic system caused by the hemolyzer unit and associated tubings which caused the low thb results. These parts have been replaced and the instrument is working ok. The customer has discarded the hemolyzer unit, therefore, the specific issue with the hemolyzer unit could not be determined.